Event description:
In (B)(6) 2009, I informed my ob/gyn that I wanted my tubes tied. He informed me that they rarely do that anymore and that I should look into having the essure done. I was only (B)(6). I did not want anymore children, so I figured sure why not. Everything went ok with the procedure. The 3 months later I had my first hsg done. I don't know what the radiologist and the doctor did, but it hurt. I had never been is so much pain in my life. It turns out that I ended up needing a second hsg done because they could not tell if the coils were properly placed. I was so scared of going in for the second hsg because of the amount of pain I had that I put off scheduling it for about 3 or so months. I finally went back and had it done. It still was as painful as it was the 1st time I had it done. After about a year - (B)(6) of 2010 - I started heavy bleeding. I would only last about a week or so. In (B)(6) 2010, the heavy bleeding started again, and didn't stop until (B)(6) 2010. I went to my gyn and he suggested that I have a thermal ablation done. Since the bleeding had stopped I decided that maybe it was a one time thing and didn't have the ablation done. Until (B)(6) 2011, 3 months after the first time the heavy bleeding started. The extremely heavy bleeding had started again, and I couldn't deal with it anymore. I could not leave my house, I could not move without some sort "mess" because of all the blood. I finally scheduled the thermal ablation and had it done in (B)(6) 2011. That went ok. In (B)(6) 2011, I started having severe cramping issues. The doctor said that nothing was wrong. This went on until 2013. I'd start having cramps for about 3 weeks, then I'd bleed for about a month. This went on for about two years. The doctor saying nothing was wrong. I used to love my ob/gyn, and now I'll never go back. Another gyn that I went to actually told me that he would have never implanted essure into someone so young. At (B)(6), that isn't a decision I should not have been able to make. Since getting essure done, I've gained over 80 lbs, and for the last 6 months I have been fighting to get if off. Nothing helps. My face has suffered, I break out with severe cystic acne. I am constantly tired. I have had several labs of bloodwork done, all showing that everything is normal and nothing is wrong. But I know this is all from the essure. I did not suffer any of this until I had the essure done.